Manufacturer narrative:
Analysis found that handpiece was not recognized when connected to console. Hence pre-repair temp test could not be performed. Further inspection found housing and motor cable assembly heavily corroded. Housing and motor cable assembly to be replaced along with associated parts. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was burning out in less than 1 minute during cochlear implant. The surgeon complained that while using the drill it was getting very hot to touch. When attempting to re-insert the drill bit he noticed that the rotating mechanism in the hand piece was uneven thus creating an uneven rotation when in use. There was no delay in the procedure. A back up device was used. There was no patient or staff impact.